Event description:
A 0.8 fr neo mapcath stylet was placed in a bard 2fr PICC line. The PICC was placed in a bard 2fr PICC line. The PICC was place in the pt however there were issues with malposition to the jugular vein. Attempted proper position. The stylet was removed and noted to have broken off in the pt. Retrieved 4 days later. No injury to pt.

Manufacturer narrative:
There was no report of injury. The actual sample has not been returned for eval. Samples from the same lot were tested at greater than 17n which is greater than any force expected in the clinical setting. W/o a sample a definitive conclusion can not be drawn.